Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redn2264 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that it is very difficult to connect the needle which leads to leakage. No other information was provided.